Event description:
"Pt history: scoliosis of the lumbar spine, myelopathy fo the lumbar spine, radiculopathy of the lumbar spine, central stenosis of the lumbar spine, foraminal stenosis of the lumbar spine, herniated pulposus lumbar spine, spinal curve, gait disturbance, progressive incapacitation. It was reported that the patient underwent right sided transpedicular neurodecompression l5, s1; left sided transpedicular neurodecompression l3, l4; transverse process posterior fusion l2-s1 bilaterally; pedicle instrumentation bilateral l2, l3, l4, l5, s1; transforaminal posterior interbody fusion right l2-3, l3-4, and left l4-5, l5-s1; cage instrumentation l2-3, l3-4, l4-5, l5-s1. Per the op notes, local bone and rhbmp-2/acs was placed in the intradiscal space anteriorly at l4-5, and l5-s1 followed by an implant filled with local bone only. On the right side, the anterior disc space at l2-3 and l3-4 was filled with local bone and rhbmp-2/acs followed by a peek implant filled with local bone only. Posteriorly, the transvere processes at l2, l3, l4, l5, and s1 were decorticated and bilaterally rhbmp-2/acs and cancellous autologous bone was onlayed into the lateral gutter for a posterior spinal fusion. The patient's post-operative period was marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation. The severe, painful, and debilitating complications which marked the patient's post-operative period continue to present day and will likely continue into the foreseeable future." No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.